Manufacturer narrative:
B5: per current guidelines, the initial MDR is not applicable as this is not a reportable event. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens remains implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.